Event description:
Customer reportedly obtained results of approximately 130mg/dl and approximately 200mg/dl on the advantage system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.